Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump froze, and when the battery was removed and re-inserted the pump alarmed with a failed battery test. The patient's blood glucose at the time of incident is unknown, though the most recent reading was 10.0 mmol/l. After changing to a completely new battery the pump alarmed with button error. Troubleshooting was initiated for the button error alarm. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.